Event description:
A peritoneal dialysis pt identified a leak inside the cassette compartment (approx. (B)(6) 2013), the pt was stuck during treatment. He aborted the treatment. He went to open the cassette door, and there was leak inside the cassette compartment. The pt did not have cloudy effluent. No prophylactic antibiotics were used. He continued to reset up with new equipment with the same cycler. The sample was discarded. In follow-up with the pt's pd nurse it was identified on (B)(6) 2013 the pt reconnected to the machine during treatment without using proper aseptic technique. In that same treatment, the pt identified a leak coming out of his connector where he was connected to the pt line. He stated the connection was not tightened. The leak was only found by the pt's connector and the pt line. The pt experienced the first signs of peritonitis on (B)(6) 2013. The pt was treated with unspecified antibiotics. It was also reported yeast developed due to the peritonitis which required the pt to have his catheter removed on (B)(6) 2013. The sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physician eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records by post market clinical physician.